Event description:
It was reported that before use, the screen of cs300 intra-aortic balloon pump (iabp) stays black when turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11, e3, e1 (event site telephone). Corrected field: e1 (initial reporter). The (fse) confirmed the failure and saw that main board (d670-00-0788) and both data (d670-00-1186) replace. Once defective parts were replaced the unit passed call functional and safety tests as per manufacturer specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: part number: 0670-00-0788 pcb main board serial number: (B)(6) _keta. Part number: 0670-00-1186 dss datasette cs300 serial number: (B)(6) _keta. Part number: 0670-00-1187 iab datasette cs300. These parts were received with a reported unit failure of, blank screen initializing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture serial number: (B)(6) and tested the parts to factory specifications per the cs300 service manual part number: 0070-00-0689 rev. W. The fat dept. Performed the display tests. All display tests passed testing. The fat dept. Then proceeded to boot the cs300 into clinical mode to pump the cs300. The cs3000 pumped for two hours, no problem was found. The cs300 turned the pump off, then on again. The fat dept. Could not replicate a blank screen initializing. Retaining the boards in the fat per procedure number: 0002-07-d008 rev. Av.

Event description:
It was reported that the screen of cs300 intra-aortic balloon pump (iabp) stays black when turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.